Event description:
It was reported that implants cannot be detached from the mounts. The surgery was not completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) & one (1) impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) were returned for investigation. Visual evaluation of the as returned product identified signs of use. Functional testing to recreate the reported event; verified the implants do not disengage from their mounts. A pre-existing condition noted on the per was low bone density (type IV). The reported devices were located on tooth sites # 24, 26 (fdi) and were used, placed and removed on the same day. Device history record (DHR) review was completed for the subject lot numbers (1247440 & 1248175). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (1247440 & 1248175) for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.